Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. The insulin pump had a cracked battery tube thread, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.